Event description:
It was reported to the gore office in italy of a product complaint from gore's int'l affiliate. It was reported the mesh became infected and was removed. The physician reported to gore that he does not believe the device caused or contributed to the event. Further investigation is pending.

Manufacturer narrative:
Device evaluation in process. Investigation in progress.